Event description:
The user discovered a problem with the analyzer when they started their daily run which included calibration and controls. Some of the calibrations and controls failed. By the time these were reviewed, the instrument had produced errant pt results. The user immediately stopped the instrument and the results were not released or reported. The pt samples were repeated on another module and verified before reporting. Of the data provided, the results for four pt samples were discrepant. Sample 1 initial bicarbonate result was 21 mmol per l, repeat result was 27 mmol per l. Sample 2 initial magnesium result was 3.2 mg per dl, repeat result was 2.0 mg per dl. Sample 3 initial bicarbonate result was 21 mmol per l, repeat result was 27 mmol per l. Sample 4 initial bicarbonate result was 13 mmol per l, repeat result was 17 mmol per l. The user does not know of any harm to the pts or change in pt treatment as a result of the delay in reporting the results. The field service rep determined there was an occluded vacuum nozzle tip on the rinse mechanism. He cleaned the nozzle and ran mechanism checks, calibration, qc and correlation with the other p module to verify the analyzer operation.